Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level (380 mg/dl) with ketones present. The customer would use manual injections, bolus via the pump and change supplies to stabilize bg level. The customer was unsure on what could have caused elevated bg level. A system check was performed with tandem technical support, indicating the pump was functioning as intended. The customer stated to have changed basal rate and carb ratio last week with health care provider (hcp). The customer was instructed to consult with hcp on basal rate and carb ratio settings. In addition the customer reported to have experienced a low bg level of (50 mg/dl). The customer consumed glucose tablets and drank juice, chocolate milk to stabilize bg level. The customer stated to have over corrected high bg levels.